Manufacturer narrative:
An event regarding wear involving a pca liner was reported. The event was confirmed via evaluation of the provided photograph of the device. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted liner with significant wear/material loss on the rim. Blood is visible on the device. The yellow discoloration observed on the liner is consistent with the absorption of synovial fluid by the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wear of the liner and shell and metallosis. The reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted liner with significant wear/material loss on the rim. Blood is visible on the device. The yellow discoloration observed on the liner is consistent with the absorption of synovial fluid by the device. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the devices, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Because the liner was worn and deformed by deterioration over time, the revision surgery to remove the cup and the liner was performed on (B)(6) 2023. Update: the liner damage reached the metal shell and metallosis was severe, so the shell was also replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Because the liner was worn and deformed by deterioration over time, the revision surgery to remove the cup and the liner was performed on (B)(6) 2023.